Event description:
Additional information was received from a company representative (rep) indicated the pump logs showed the pump did stall on (B)(6) 2015 and did restart. There were several other stalls and recoveries subsequently, so the pump did not completely stop on (B)(6) 2015. The healthcare provider (hcp), when he programmed the new pump post operatively, reported that the pump replacement was done because he considered the pump due for replacement, not because of withdrawal issues or because of motor stall. The patient had previously been scheduled for elective replacement and the case was cancelled because of an infection not related to the pump or catheter. Given the patient's daily rate, flex dosing pattern and frequency of refills and interrogations, his protocol was to replace pumps at a 6 month eri. As seen from the printout on (B)(6) 2015, eri and end of service (eos) did not occur and he did not feel like there was evidence of premature battery depletion. The patient had been in the ICU, however it was unknown on how long he was there, or whether there was any equipment or MRI that he was exposed to that could have contributed to the motor stalls. It was noted given the patient's infectious status and since the patient was in isolation, the pump should not be sent back. The managing physician indicated that the replacement was done as a routine replacement, not because of any withdrawal issues.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a company representative in regards to a patient who was being treated with lioresal intrathecal (concentration: 2000 mcg/ml; dose: approximately 700 mcg/day; lot number not known by consumer). The patient's indication for device/therapy use was intractable spasticity and cerebral palsy. The patient's medical history or additional drugs were not provided. A pump motor stall occurred on (B)(6) 2015, and the patient began to experience withdrawal on the same day. The patient was irritable, agitated, and didn't sleep. The pump did not alarm until (B)(6) 2015, and the patient experienced increased tightness which progressed to being so stiff, like an ironing board. The pump was going on and off, and the patient's mother could hear the pump tick when she put her ear over the pump. The patient was seen by a physician on (B)(6) 2015 who confirmed via the pump event logs that the pump had stalled. On (B)(6) 2015, the patient was febrile; the patient had a temperature of 103-104 and was admitted to the hospital. The patient was diagnosed with clostridium difficile on (B)(6) 2015. On (B)(6) 2015, the patient had a seizure and was placed on a ventilator. On (B)(6) 2015, the patient's spasms were horrible and the pump was replaced. During the entire event, the patient was in horrible withdrawal. The patient was given oral baclofen and ativan for the treatment of the withdrawal symptoms. The patient had been due to have a pump replacement as the eri (elective replacement indicator) was (B)(6) 2016, but the pump quit/battery failed, per the patient's mother. The patient was discharged from the hospital on (B)(6) 2015. A company representative had been present in the operating room during the pump replacement. The consumer had questioned why the pump had stalled; the patient had a pump for many years and never had a problem. The onset of the change in therapy/symptoms was considered sudden. It was thought by the consumer that the type of baclofen being administered by the patient's pump was lioresal, but the current programming report only indicated baclofen. Information was also received from the company representative who was present in the operating room at the time of the pump replacement. Per the company representative, the patient had previously been scheduled for an elective replacement, but had a gi infection (c. Difficile) and the surgery was cancelled. The patient was being treated with antibiotics at the time of the replacement and was on contact isolation with a rectal tube; however, because of the eri, the pump was changed anyway. The company representative was told by the managing physician that the pump was considered end of life and the pump was not going to be returned to the manufacturer for analysis given the infectious state of the patient. Information was later received from the same company representative on (B)(6) 2015, who indicated that she had only become aware of the motor stall in the operating room when the pump logs were retrieved. It was thought that a motor stall had occurred with recovery once, and then another stall had occurred without recovery. It was noted that the physician used compounded drugs and did not have access to the lot number (discrepant from what was reported by the consumer, lioresal). Information regarding troubleshooting/diagnostics, actions/interventions taken, causes, and outcome was not provided. Additional information has been requested, but it was not available at the time of this report. Information was received from the physician's office who indicated that at the time of the event, the patient was being treated with compounded baclofen intrathecal (2000 mcg/ml; 771.9 mcg/day). The patient was also being treated with baclofen (prn) at the time of the event. The patient had a medical history of cerebral palsy and sleep apnea. The pump was refilled on (B)(6) 2015. A motor stall occurred on (B)(6) 2015. The physician's office did not have printouts of the telemetry from when the pump was explanted but it was seen that the pump had restarted after the stall and then the motor stalled again. Later, on (B)(6) 2015, a company representative provided the pump logs from (B)(6) 2015. Prior to (B)(6) 2015, the pump had been updated on (B)(6) 2015. The pump delivered baclofen intrathecal (2000 mcg/ml; 771.9 mcg/day). The logs indicated that a motor stall occurred on (B)(6) 2015 and recovered on (B)(6) 2015. The motor stalled again on (B)(6) 2015 with recovery on(B)(6) 2015. The motor stalled a third time on (B)(6) 2015 and the message stopped pump period may exceed tube set was seen on (B)(6) 2015. No motor stall recovery was seen after the pump stalled on (B)(6) 2015. The patient's newly implanted pump (B)(6) 2015 delivered baclofen intrathecal (2000 mcg/ml) at a dose rate of 424.8 mcg/day in simple continuous mode.